Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 166 cm, body mass index (bmi) 33.7 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted malignant hysterectomy surgical procedure. It was reported that the patient received a single administration of cefuroxime 1.5 grams intraoperatively. Four days later, the patient developed a sudden rise in inflammatory markers on blood work, accompanied by abdominal pain and bloody mucous stools. A stool sample was sent to the laboratory and returned positive for clostridioides difficile (c. Difficile). A colonoscopy was performed, revealing rectal angiodysplasia without active bleeding, as well as sigmoid diverticulitis. Antibiotic therapy was initiated with cefuroxime and metronidazole; however, laboratory values did not show significant improvement under this regimen. The patient became asymptomatic despite the persistently elevated blood work, and the overall clinical condition was satisfactory. The event resulted in a prolonged hospitalization. Discharge to home occurred 10 days after the index procedure. A subsequent outpatient follow-up demonstrated a marked decline in c-reactive protein (crp), indicating a clear trend toward resolution of the inflammatory process. The event was reported as resolved six days later. The index procedure was completed without any reported intra-operative complications or da vinci device malfunctions. The study investigator reported the event as severe, not a serious adverse event, a clavien-dindo grade iii, possibly related to the study procedure, but not related to the da vinci investigational device, not related to the patient's underlying disease status, and not related to a third-party device. The patient's prior health history of cervical cancer with radiation may be relevant to this incident.